Event description:
It was reported that particulate matter was observed in the reservoir of a large volume intermate. This was found during storage. The device was compounded with caspofungin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured november 14, 2014 to november 17, 2014. Evaluation summary: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and particulate matter was found in the fluid of the reservoir. Fourier transform infrared spectroscopy testing was performed and the particulate matter was identified as acrylic material. The reported problem was identified during evaluation but the cause could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.